Manufacturer narrative:
(B)(4). Date sent: 6/14/2024 d4: batch # unk additional information was requested, and the following was obtained: how was the bleeding addressed? Monitoring in the dept how much blood was lost (ml)? Unk did the patient require a transfusion? In one case did it require a change in the surgical procedure? No these are mainly post op events; in the intr op case (not able to identify which one) the surgical apporach was not changed. Is the current patient status known? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? In one case it was needed the tranfusion. Not able to identify which one. I investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was report that post ileal resection surgery, the patient began to bleed, potential causes of bleeding attributed to the white reload used for the ileal anastomosis or the blue reload for the stump.